Manufacturer narrative:
Please note: endoleak and re-intervention have been captured on MFR report # 2017233-2021-01605. As it is unknown which gore® tag® device may have contributed to the reported event, tgmr373715j/21666475 will be included on this report. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. Per the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), endoleak, and neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). It should be noted the IFU states ¿the safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in the following patient etiologies: previous stent or stent graft or previous surgical repair in the descending thoracic aortic area.¿

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a dissection from the distal end of an open stent using a gore® tag® conformable thoracic stent graft with active control system. During the procedure, a 37mm gore® tag® device was successfully implanted at the distal end of the open stent. Touch up ballooning was attempted using a gore® tri-lobe balloon catheter; however, resistance was reportedly felt upon loading the tri-lobe balloon catheter onto the guidewire. It was reported the catheter was pushed with greater force, and the catheter was broken. Another gore® tri-lobe balloon catheter was used as replacement and the ballooning was performed. The procedure was concluded with no endoleak. After the procedure and before the patient was transferred to ICU, it was reported the patient¿s blood pressure slightly decreased. A partial thoracotomy and drainage were performed, and an endoleak was reportedly observed. The endoleak was suspected to originate from the overlap site between the existing open stent and the 37mm gore® tag® device. On the same day, a re-intervention was performed whereby an additional 40mm gore® tag® device was implanted to reline the overlap site. When the 40mm gore® tag® device was deployed, strong resistance was reportedly felt when the deployment line was pulled. It was noted the primary deployment line was broken before the stent graft could be deployed to intermediate diameter. According to the physician, the patient had tortuous anatomy that may have contributed to the resistance and deployment line breakage. The access hatch was opened, and it was reportedly confirmed that the primary deployment line was still in the hatch. The primary deployment line in the hatch was pulled and the primary deployment process was completed successfully. The physician was then able to complete deployment of the 40mm gore® tag® device in the usual fashion. Touch-up ballooning was performed to 40mm stent graft, but a procedural angiograph reportedly showed the endoleak remained. Additional ballooning was performed to the proximal end of the 40mm stent graft, and the endoleak appeared to be resolved. After the re-intervention procedure, the patient reportedly developed right-sided hemiplegia. The cause of the hemiplegia is not known. Cerebrospinal fluid drainage was initiated on (B)(6) 2020.